Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, it was not possible to move the wire. The wire got stuck. During the preparation of the catheter and the successfully ablation of the left superior pulmonary vein the catheter and the wire showed no anomalies. Tissue was seen at the tip of the catheter. The catheter was replaced to finish the procedure successfully without patient complications. The device is expected to be return for laboratory analysis.

Manufacturer narrative:
Investigation summary: upon receipt at boston scientific's post market laboratory, it was noted the catheter was returned with the guidewire still inserted through the device. Investigators were unable to withdraw the guidewire during functional testing, but the catheter was still observed to have its full deployment range. Microscopic inspection identified tissue on the tip of the catheter, lodged between the guidewire and the catheter's guidewire lumen, preventing the movement of the guidewire. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all the available information the stuck guidewire was most likely due to an unintended use error based on the presence of tissue between the guidewire and the catheter's guidewire lumen. Tissue/body fluid can inadvertently enter the catheter shaft if the guidewire tip does not remain at or just past the distal tip of the catheter during retraction. The presence of tissue between the devices can impede or completely stop the ability to move the guidewire within the lumen. The catheter's IFU provides guidance on ensuring the guidewire tip is at or past the distal tip of the catheter before attempting deployment and un deployment. The associated tissue damage from the guidewire is considered a known inherent risk of the farawave catheter and is included in the list of potential complications in the catheter's IFU. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, it was not possible to move the wire. The wire got stuck. During the preparation of the catheter and the successfully ablation of the left superior pulmonary vein the catheter and the wire showed no anomalies. Tissue was seen at the tip of the catheter. The catheter was replaced to finish the procedure successfully without patient complications. The device is expected to be return for laboratory analysis.